Event description:
It was reported that an unexpected reset occurred. Customer confirmed there was no adverse impact on their blood glucose level. Technical support explained that the pump reset as a safety feature during a system check and was functioning as intended. The caller understood this, acknowledged the explanation, and successfully resumed insulin usage after troubleshooting steps were provided.